Manufacturer narrative:
The insulin pump was received with a full segment followed by a constant audio alarm due to faulty component on the interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13 and e13 alarm due to full segment display. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 123 mg/dl. Customer called back after 2 hours of pump rest and advised to insert a fresh battery. Customer pump did not return to normal function. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.